Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 70 mg/dl; reportedly, the customer accidentally delivered too much insulin. Customer consumed glucose tablets and carbohydrates to address bg. In the emergency room, customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.